Event description:
When the physician used the tb-0520ic during an open surgery in the liver, some error displayed at the beginning. A cutting did not work. The physician replaced with the new transducer. But after 3 minutes the ptfe pad was detached. The physician replaced with the tb-0510ic. After 1 minute the ptfe pad was detached. The procedure was completed with the new tb-0520ic. There was no patient harm reported.

Manufacturer narrative:
The evaluation confirmed that the ptfe pad of the second device worn and the part of the ptfe pad partially separated. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severly wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Due to the contact during activating output, some error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR. Report number 8010047-2013-00562.